Event description:
On (B)(6) 2016 (B)(6) (hcp): the healthcare professional (hcp) reported an informational power on reset (por) error code. It was observed during recharging. The por was cleared. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.